Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the defibrillation electrodes. Another set of defibrillation electrodes were used. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer was provided with replacement electrodes. The electrodes were not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the defibrillation electrodes. Another set of defibrillation electrodes were used. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.